Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error. The blood glucose level of the customer was 235 mg/dl. The customer was assisted with the troubleshooting. The customer was able to clear the alarm but unable to rewind the insulin pump. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement noted during testing. However, motor assembly found with moisture damage per visual inspection.